Manufacturer narrative:
It was reported that stent was migrated 2 days after stent implantation according to procedure information. Investigation was conducted with medical pictures provided since device is still in patient's body. It seems that pictures were taken upon stent insertion which is (B)(4) newly added. Two stents were implanted and one of them was less expanded. And it seems that additional stent was inserted inside the less expanded part of the stent which is previously implanted for expanding lumen. It was confirmed from the device history record that this device passed all the inspection successfully. Migration can occur on other company's device as well as on ours and the possibility of migration is described on our user manual. It is regarded that stent couldn't be expanded due to severe stenosis on the patient's lesion, so stent couldn't be placed properly, and it finally caused migration of stent according to information provided in which stent was correctly placed fluoroscopically. It is, however, impossible to identify the exact root cause since there is no information of patient, device is not available to be returned, and it is hard to recreate the situation at the time of procedure. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us. For "patient information", taewoong and our distributor could not get more detail patient information because the hospital did not open the patient information.

Event description:
(B)(6) 2016 - the stent was correctly placed fluoroscopically. (B)(6) 2016 - stent was migrated 2cm distally unk, (B)(4) was implanted. No harm to patient.